Manufacturer narrative:
On october 8th, 2021, it was confirmed that the pump shut down due to normal battery depletion. With the inclusion of the additional information received, this event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 180-181 mg/dl.